Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had button was not working or working intermittently. Customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed for keypad anomaly. Customer stated the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in device history file due to cold or cracked solder joint found on pin 6 of the ambient light sensor. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with severely scratched lcd window and cracked select button keypad overlay. No moisture damage was found on the electronic assembly during visual inspection.